Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the fenestrated bipolar forceps (fbf) instrument broke inside the patient. Additionally, the fbf instrument was stuck during attempts to remove it from the cannula. An x-ray was performed to ensure there were no fragments inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the shaft of the fbf instrument broke inside the patient. The procedure was completed with no reported injury. A post-operative x-ray revealed no fragments. No additional surgical interventions were required due to instrument issue. Furthermore, the patient has not returned to the hospital with any post-surgical complications. On 22-may-2026, intuitive surgical, inc. (Isi) received medwatch report (MDR) with user facility report #mw5187821 stating: "robotic fenestrated bipolar instrument bent/broke while inside the patient's body. Surgeon had difficulty removing due to the instrument being bent and could not be pulled out through the trocar. The entire trocar and instrument had to be removed together."

Manufacturer narrative:
The following additional information was obtained: a review of the information associated with this event has been performed by intuitive surgical inc. (Isi). Two images and one video has been escalated for review. In the video, a fenestrated bipolar forceps (fbf) instrument installed on universal surgical manipulator (usm) 2 and a permanent cautery spatula installed on usm 4. The trocar through which the fbf is installed is visible in the endoscopic view, and the distal clevis is partially detached from the instrument main tube. It appears the grips are stuck in the open position are articulated, making it difficult to remove the broken instrument through the trocar. The video ends with an error message above usm 2, "arm not ready. Remove instrument to continue". The photos show still images of the same scene, with the dislocated clevis and protruding material likely from the instrument main tube. It was unable to determine from these photos if any material has fallen into the patient as a result of this damage, or what steps were taken to further troubleshoot or resolve the issue.

Event description:
Refer to h11 for follow-up information.